Event description:
It was reported that the patient developed an infection at the pod¿s infusion site (leg) while wearing the pod. The infusion site was reported to be puffy, bleeding, hot to the touch, and bulging. The patient sought medical attention from a healthcare professional and was diagnosed with skin infection. The patient was treated with an unspecified oral antibacterial medicine. The patient was able to successfully resume treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone 15.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.